Manufacturer narrative:
(B)(4).

Event description:
Pentax medical was made aware of a complaint on (B)(6) 2020 for the sticking andorate disposable valves that occurred during a procedure on, or around (B)(6) 2020. No serious injury or death of a patient or user, or delay in the procedure which would require medical intervention was reported. Andorate disposable valve model and serial numbers: model: gar081p - lot: 19121623. The disposable valves were discarded. Pentax medical sales rep provided details to the complaint handling inut via phone on (B)(6) 2020 including the endoscope model number. A pentax medical video colonoscope, model ec3890i, was being used when they experienced the sticking andorate disposable valve which resulted in continuous suction during a case on or about (B)(6) 2020, the sales rep's awareness date; but the exact case is unknown. Since the user facility contact cannot recall which procedure was involved the specific procedure dates, associated pentax medical video colonoscope serial number used during the procedure, and patient information were not provided to pentax medical and are not going to be available. The investigation is in-process.